Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the head from the probe broke off in the patient's shoulder. Although the metal shavings weren't able to be retrieved from the patient's shoulder, the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : the returned units was visually inspected under the microscope. A tip breaking (ceramic and electrode) condition was confirmed. Scratch wear marks observed on the insulation concentrated to the distal end of the lumen. Functional inspection : no functional test was performed due to the probe conditioned. As part of the investigation is to read the activation history of the probe. According to the history report the returned probe was activated 20 instances. The probable cause of the wear marks observed on the insulation seen on the probe below the tip was the device have been used as a tool for mechanical displacement of tissue or bone, to pry /scrub against a rigid object which may have contributed to the reported failure.

Event description:
It was reported that the head from the probe broke off in the patient's shoulder. Although the metal shavings weren't able to be retrieved from the patient's shoulder, the procedure was completed successfully.